Event description:
It was reported to philips that the display was dim. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The rse provided the part number for the user interface (ui) assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/03/2022, 08/10/2022 and 08/17/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The record will be processed for closure. If additional information is received at a later date, the record will be reopened, and a supplemental report will be submitted.